Event description:
In 1980 this patient had placed dow corning silicone breast implants. Five years ago she noted multiple joint symptoms, fatigue, confusion, memory loss and shortness of breath. She had a bilateral capsulectomy with removal of both implants. Both implants were found to be ruptured. On the left implant there was a 1cm. Tear in the envelope. On the right side multiple tears were noteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.